Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient presented to the orthopaedic center with pain in the left leg that is below the level of the knee down into the thigh that is worse at night and with long periods of standing. Diagnosis: r/o tibial loosening vs l4-5 stenosis with neurogenic claudication, legs; peripheral neuropathy. X-rays of the back show significant lumbosacral spondylosis, most prevalent here at l5-s1 with facet arthropathy. (B)(6) 2011: the patient presented for MRI of the lumbar spine. The patient has complaints of low back pain with bilateral radicular symptoms. Impression: diffuse degenerative disease including disc protrusions with multi-level, bilateral foraminal narrowing. X-rays of the knee show some saccular lucency at posterolateral aspect of the tibial component which may reflect early particle disease. There is some mild dystrophic calcification about the insertion site of the distal quadriceps tendon. (B)(6) 2011: the patient presented to the orthopaedic center for follow up. CT scan of the left knee does show s/p left tkr with gross anatomical alignment. There is some question about possible early particle disease, but he tibial component is intact. There is some mildly dystrophic calcification in the insertion of the distal quadricep tendon. More impressively, his lumbar spine shows diffuse degenerative disc disease including disc protrusion, multi-level bilateral foraminal narrowing. There is significant foraminal narrowing, severe in nature, at l4-5 and l5-s1. Diagnosis: spinal stenosis and degenerative disc disease in the lumbar spine. (B)(6) 2011: the patient presented to the orthopaedic center following esi. It did help with his knee pain. The patient reported getting numbness and tingling in his feet. MRI of the patient's spine shows significant foraminal narrowing, severe in nature at l4-5 and l5-s1. Diagnosis: degenerative disc disease lumbar spine; spinal stenosis. (B)(6) 2011: the patient underwent intra-operative fluoroscopy of the lumbar spine. Impression: posterior fusion at l4-5 in anatomic alignment. (B)(6) 2011: the patient underwent x-rays of the lumbar spine. Impression: status post l4-5 posterior lumbar fusion without evidence of complication. (B)(6) 2012: the patient presented to orthopaedic center with complaints of pain in his knee. The doctor stated they found evidence of fairly significant stenosis. X-rays show no abnormalities in the knees, pelvis, or back. Diagnosis: neurogenic claudication with spinal stenosis, l4-5, legs bilaterally. (B)(6) 2012: the patient presented with leg and back pain . The patient states the pain is on both sides from the knees down. The patient reports constant tingling and aching sensation that is worse at night. The patient's toes are constantly numb. Assessment: lumbar degenerative disc disease; lumbar spondylolisthesis; lumbar radiculitis; lumbar spondylosis; neuropathy. The doctor stated there is evidence of significant nerve impingement. (B)(6) 2012: the patient presented to orthopaedic center with complaints of pain involving his left leg . His symptoms have a neurogenic component to them with dull, achy pain that aches down into his corresponding left calf. It is worse with any long periods of standing. Even though he has had a series of esi's, his pain has remained persistent. Diagnosis: left l4-5 radiculopathy. (B)(6) 2013: the patient presented to orthopaedic center with pain in his left knee. The patient complains of pain in the anterior aspect of the knee that radiates to the ankle, primarily the lateral aspect of the ankle, mainly at night. The patient also reports some numbness and dysesthesia . The patient has undergone esi's which have not improved his leg symptoms. Diagnosis: status post bilateral total knee replacements, with revision on each knee x 3, status post l4-5 fusion with left lower extremity radiculopathy. (B)(6) 2013: the patient presented for follow up after undergoing an emg. The emg shows evidence of peripheral neuropathy that is diffuse in nature and not well isolated to his spinal stenosis. The doctor states he believes it is most likely neurogenic. The patient is still having significant symptoms. The doctor found no evidence of this being knee in etiology and did believe this was a neurogenic claudication secondary to his stenosis. Diagnosis: s/p bilateral knee replacements; l4-5 neurogenic claudication with spinal stenosis. (B)(6) 2013: the patient presented for a lumbar interlaminar epidural steroid injection. The patient has back pain, left leg pain, d isplacement and degeneration intervertebral disk lumbar. No complications were reported. (B)(6) 2013: the patient presented for a left l3-4 intralaminar epidural steroid injection. The patient had a history of low back pain and radiculopathy. The patient had excellent response to prior injection. The patient's lower extremity pain has returned. No complications were noted. (B)(6) 2013: the patient presented with pain in the left knee. The patient wears a neoprene sleeve to stabilize the knee. The patient feels the left knee is loose. Diagnosis: status post bilateral knee replacements with l4-5 neurogenic claudication with spinal stenosis bilateral lower extremities, left greater than right. (B)(6) 2013: the patient underwent a nm bone scan 3 phase. Impression: bone scan findings show no scintigraphic evidence of loosening of either prosthetic knee joint. (B)(6) 2013: the patient presented to orthopaedic center for follow up after bone scan. The doctor states his problem is neurogenic. Diagnosis: neurogenic claudication with spinal stenosis, l4-5, bilaterally. S/p bilateral total knee replacements with no evidence of loosening.

Manufacturer narrative:
(B)(6).

Event description:
Per medical records: the patient underwent fusion surgery at l4-l5 using rhbmp-2/acs, cancellous tissue from unknown manufacturer and depuy screws and rods. No other information was reported.

Event description:
It was reported that on (B)(6) 2011 the intra-operative lumbar fluoroscopy showed posterior fusion at the l4-5 in anatomic alignment. On (B)(6) 2011 the patient underwent a post op lumbar spine radiograph which showed post l4-l5 posterior lumbar fusion without evidence of complication. There was moderate space narrowing noted at the remaining levels in the lumbar spine. On (B)(6) 2011 in a post op f/u, the patient presented with several areas laterally away from incision where the skin had broken down due to the brace. Pa and lateral radiographs showed implants in good position. On (B)(6) 2011, in a telephone conversation between the doctor and the patient, the patient reported that they felt the brace (worn since surgery) may not have been put on correctly and that it was irritating them. On (B)(6) 2012, 7 weeks post op, the patient presented with some discomfort in the low back after sitting - there were no other specific complaints. Ap and lateral radiographs showed no change in implant position. On (B)(6) 2012 the patient complained of back pain and some numbness in the lower extremities. The patient attributed their neuropathy. Pa and lateral radiographs showed increased consolidation of the graft site. On(B)(6) 2012 the patient called spoke with the doctor in a telephone conversation. Per the doctor's notes, the patient was told they had degenerative spondylolisthesis or slippage at the l4-5 level of his lumbar spine. On (B)(6) 2012, approx. 6 mo post op, the patient presented with improved back pain and some chronic tingling and discomfort below his knee and into his feet. The patient also reported that sitting for several hours caused increased lower back pain. Ap and lateral radiographs showed increased consolidation at the graft site. Implants were in acceptable positions. On (B)(6) 2012, 21mo post op, the patient presented with back pain and reported over the last month he had occasional pain in his left knee down into his lateral calf. Pa and lateral radiographs showed solid arthrodesis at l5-s1 with anterior osteophytes noted at l1-l2 as well as l2-l3. On (B)(6) 2013 the patient presented with back and leg pain on (B)(6) 2013 the patient reported improved pain symptoms. On (B)(6) 2013 the patient presented back and leg pain and shortness of breath. On (B)(6) 2013 the patient presented back and left leg pain, displacement and degeneration intervertebral disc. The patient received a left l3-4 infraliminar epidural steroid injection on (B)(6) 2013 the patient presented low back pain and radiculopathy and received a left l3-4 infraliminar epidural steroid injection

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient presented low back and lower extremity pain, leg weakness, and neuropathy with the preoperative diagnosis of degenerative spondylolisthesis l4-l5; neurogenic claudation; spinal stenosis l4-l5 and questionable ward extremity neuropathy. The patient underwent surgery which consisted of a posterior spinal instrumentation with pedicle screw fixation l4-l5; lumbar decompression via laminectomy and foraminotomy l4-l5; use of local bone allograph bmp with fusion; and use of undermining spinal cord with pedicle screw stimulation. Per the operative report ".......I placed rods, followed by screw caps, gently compressing bilaterally. Pa and lateral fluoroscopy confirmed acceptable position of all implants, so I then tightened the screw caps to the appropriate torque using the torque device. I was then able to place bone graft over the transverse processes which had been previously decorticated bilaterally..." Lumbar spine fluoroscopy showed posterior fusion at l4-5 in anatomic alignment. Lumbar spine 2-3v x-rays showed l4-5 lumbar fusion without evidence of complication. "No patient complications were reported. On (B)(6) 2011 the patient presented urinary retention. On (B)(6) 2011 the patient was discharged from hospital and sent home with a foley leg bag.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2011 lumbar fluoroscopy three views of construct at l4/5 with pedicle scres in place. No interbody device is noted and advanced disc collapse and degeneration is seen at this level. Ball hook is seen directed out of the l4 foramen in one view. Ap view shows satisfactory position. Decompressive laminectomy has been performed at l4. On (B)(6) 2011 lumbar x-rays ap and lateral views show l4/5 construct with narrowing of the l4 disc and l4 foramen due to that collapse. Ap vie nad lateral view suggest good position of screws and rods, although foraminal stenosis cannot be ruled out due to posterior osteophytes and disc collapse.